Event description:
Additional follow up revealed that patient stated that they needed to charge their ipg every 4 hours.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing an increased recharge burden. The patient was charging daily and is requesting an ipg replacement. Surgical intervention may be pending to address the issue.